Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was not observed. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us.

Event description:
It was reported that bd vacutainer® edta 2k had loose caps.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.